Event description:
Related manufacturer reference number: 2017865-2021-39605. Related manufacturer reference number: 2017865-2022-01183. It was reported the patient deceased following an unrelated explant procedure. The patient also experienced an arrhythmia before passing away. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.

Event description:
New information received notes that the healthcare provider alleged that the patient death was caused by the trauma the patient sustained during the explant procedure to treat the infection. Additionally, a cardiac perforation was alleged, but not confirmed. No dislodgement or migration was noted in the patient. The symptom of hypotension was attributed to the leads, as well as the pacemaker.

Manufacturer narrative:
The lead was returned for patient death. As received, a partial lead (only connector portion) was returned in one piece. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths consistent with procedural damage. The reported event of unknown death was not confirmed by analysis during analysis, a failure event was observed which was unrelated to the reported event. Final analysis found full breached outer insulation degradations were found at 4.6 - 4.7 cm, 5.4 ¿ 5.6 cm and 6.7 ¿ 6.9 cm from the connector pin.